Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy with endometrial polyp due to sui. It was reported that following insertion the patient experienced infection, urinary problems, recurrence, bleeding and dyspareunia. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 2/29/2016. It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysteroscopy w/d&c and endometrial polypectomy due to pelvic pain/pelvic congestion syndrome, uterine fibroids, endometrial polyp and mixed urinary incontinence. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.